Event description:
During routine testing of the device at the service center, the user reported the bottom of the front cover was broken. The calibrator was originally returned for a standard reference sensor test failure. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.